Event description:
A us distributor returned a monitor reporting overvoltage set and activity report notification.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem ( overvoltage set and activity report notification) was confirmed. Upon evaluation, the c19 on the defib had a lifted pad. The root cause of the lifted component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.